Event description:
Additional information reported that there was no change in ingestion, dysphagia and bedridden status from before pump therapy to before death.

Event description:
Additional information was received. It was reported that, during follow-up in (B)(6) 2012, there was no relationship suspected between the increased spasticity and the patient¿s pump, catheter, or therapy. It was indicated that the increased spasticity was a result of the patient developing a fever/infection in the hospital.

Event description:
Additional information: in regards to itb (intrathecal baclofen) therapy it was stated that gabalon intrathecal was administered at a daily dose of 260mcg simple continuous mode on 1/25/11 and increased thereafter to 275mcg, 280mcg, 285mcg, 290 mcg, 310 and 330 mcg on (B)(6) 2012, (B)(6) 2013 respectively. On (B)(6) 2013 patient developed acute respiratory failure which was deemed serious and resulted in patient death; however, it was noted that there was no change to drug/therapy and as reported previously patient death was stated to be unrelated to device/drug therapy or programmer. There was no autopsy to be performed.

Event description:
It was reported that the patient had been hospitalized due to a fever on (B)(6) and subsequently developed pneumonia. Ten days later, a tracheotomy was performed and the patient bled from several locations. Blood entered the trachea and the patient passed away due to acute respiratory failure. It was indicated that the death was unrelated to the investigational drug and there was no relationship to the catheter, pump, programmer, or a procedure. Any relationship to the drug or device was denied because they were completely unrelated to the intrathecal baclofen therapy. The device system was used to deliver gabalon. Four days later, it was reported that follow-ups had been initiated in the hospital on (B)(6) 2012. Subsequently, the patient¿s spasticity gradually worsened, became uncontrollable, and the dosage needed to be increased. On (B)(6), the patient developed a fever in the hospital and was transferred to another hospital for increased spasticity. Five days later, the patient developed a fever of 39 degrees celsius or higher and his general myotension worsened. The fever continued at levels of 37 to 38 degrees. Eight days later, it was reported that the patient had severe bleeding from at the tracheostomy site. An intravenous drip was initiated; however, the patient developed a complication. Almost four hours later, the patient had bleeding from the tracheostomy site again, fell into respiratory arrest, and passed away. The physician denied a causal relationship to the investigational drug and device as the event was completely irrelevant to the intrathecal baclofen therapy. It was indicated that the patient had developed pneumonia and it was noted that the patient suffered from repeated respiratory and urinary infections.

Manufacturer narrative:
Correction made to replace prior reported f10 patient codes as the additional information indicated that there was no suspected device contribution to the reported event. (B)(4).

Manufacturer narrative:
Product ID: 8711, lot# n229856005, implanted: (B)(6) 2011, product type: catheter. (B)(4).